Event description:
It was reported that during the procedure the physician received an error message "error 171 and 251". The case was completed with a "turp". Patient outcome: "injury ".

Manufacturer narrative:
Device evaluated by manufacturer updated. Service repair in the field was performed on february 03, 2016. The replaced resonator s/n (B)(4) was not returned to the manufacturer.

Manufacturer narrative:
The device was repaired by the distributor on (B)(6) 2016. System analysis/service repair: the customers' report was confirmed and found to be the result of a faulty resonator. The resonator (s/n (B)(4)) was removed and resonator (s/n (B)(4)) was installed. The system was tested and verified to specification. Reportedly, the resonator (s/n (B)(4)) will be returned to ams san jose.